Event description:
It was reported that stent foreshortening occurred, requiring a placement of another stent. The target lesion was located in the iliac vein. An 18 x 90 mm x 75 cm wallstent uni stent self-expanding was selected for percutaneous transluminal angioplasty. However, during the procedure, it was noted that the stent had shortening in the target lesion. The procedure was completed after placing an additional non-boston scientific stent. There were no patient complications as a result of this event.